Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration"), pregnancy with contraceptive device ("pregnancy (with complications)") and uterine rupture ("other injury(ies) or complication please describe : uterine damage believed to cause severe premature birth of twin babies (25 weeks).") In a 29-year-old female patient who had essure (batch no. 50707096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gerd, parity 5, multigravida and miscarriage. Concomitant products included alprazolam since 2014, pantoprazole from 2010 to 2017 and topiramate (topamax) from 2014 to 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain during the essure") and experienced abnormal loss of weight ("weight loss, rapid weight loss during the pregnancy"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and uterine rupture (seriousness criterion medically significant). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with alprazolam (xanax), sertraline hydrochloride (zoloft), sumatriptan (imitrex) and surgery (B)(6) 2017; bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, uterine rupture, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, depression and headache outcome was unknown and the migraine, dysmenorrhoea, weight increased and abnormal loss of weight was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates, all of them with health problems. The reporter considered abnormal loss of weight, anxiety, depression, device dislocation, dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, uterine perforation, uterine rupture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 217 lbs. Miscarriage, severely premature twins both on december 6, 2017, the patient believes was due to the weakness of her uterus after perforation by the essure device. Very difficult pregnancy with constant complications, bleeding and problems. Caesarean section, birth defects, pre-term labor. Essure implants placed in rt tube with 3 coils visible after deployment and implant then placed in it tube with 6 coils visible after deployment diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; anxiety, depression, migraines, headache. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs rand mr received : lot number added. New events - " mood swings, other injury(ies) or complication please describe : uterine damage believed to cause severe premature birth of twin babies (25 weeks), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety and depression,migraines / headaches, dysmenorrhea (cramping), pain, perforation (uterus), weight loss, device ineffective, she dose not undergo essure confirmation test, uterine rupture " were added. Outcome of event " cramping pain, migraines, weight loss" were updated as recovering. Concomitant and treatment drug were added. Medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration"), pregnancy with contraceptive device ("pregnancy (with complications)") and uterine rupture ("other injury(ies) or complication please describe : uterine damage believed to cause severe premature birth of twin babies (25 weeks).") In a 29-year-old female patient who had essure (batch no. 50707096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gerd, parity 5, multigravida and miscarriage. Concomitant products included alprazolam since 2014, pantoprazole from 2010 to 2017 and topiramate (topamax) from 2014 to 2017. On (B)(6) 2013, the patient had essure inserted. In march 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In august 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In february 2015, the patient was found to have weight increased ("weight gain during the essure") and experienced abnormal loss of weight ("weight loss, rapid weight loss during the pregnancy"). In march 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and uterine rupture (seriousness criterion medically significant). In june 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with alprazolam (xanax), sertraline hydrochloride (zoloft), sumatriptan (imitrex) and surgery (may2017; bilateral salpingectomy). Essure was removed in may 2017. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, uterine rupture, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, depression and headache outcome was unknown and the migraine, dysmenorrhoea, weight increased and abnormal loss of weight was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates, all of them with health problems. The reporter considered abnormal loss of weight, anxiety, depression, device dislocation, dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, uterine perforation, uterine rupture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 217 lbs. Miscarriage, severely premature twins both on december 6, 2017, the patient believes was due to the weakness of her uterus after perforation by the essure device. Very difficult pregnancy with constant complications, bleeding and problems. Caesarean section, birth defects, pre-term labor. Essure implants placed in rt tube with 3 coils visible after deployment and implant then placed in it tube with 6 coils visible after deployment diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; anxiety, depression, migraines, headache lot number: 50707096 manufacturing date: 2012/12 expiration date: 2015/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforations") and device dislocation ("migration") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.